Event description:
It was reported that a patient initially underwent a cervical fusion at c4-c5 using a cervical plate system. Approximately 79 days post-op, screw back-out was confirmed on x-ray imaging. According to the report, a lumber spine surgery was scheduled with general anesthesia approximately 13 months post-op and the physician decided to perform the cervical revision surgery on the same day. During the revision, it was discovered that the nitinol locking wires of the plate were not broken. The physician confirmed that the screw had been properly inserted "at an angle of 25±2 without flexibility" and locked by the plate's nitinol wires in the initial procedure. It was also reported that "bone union had already occurred" for this patient because "the implanted cage was adhered to bone". The cage was not removed and the backed out screw was not replaced during the revision procedure. No other patient complications were reported.

Manufacturer narrative:
(B)(4).